Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4(indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 with event log 3 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing was an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was given administered an insulin injection (dose unknown) by the spouse. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was given administered an insulin injection (dose unknown) by the spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). No failure modes were observed upon visual inspection of the plug assembly. Sensor was reprogrammed and simvivo test was performed. All results were within specification. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.